Event description:
It was reported that patient¿s charger will not communicate with the battery. Reportedly, a new charger was sent to the patient in effort to resolve the issue, but to no avail. In turn the battery was deemed inoperable. Surgical intervention was undertaken on (B)(6) 2019, wherein the battery was explanted and replaced.